Manufacturer narrative:
Device was used for treatment, not diagnosis. Other number¿UDI: (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with prodisc-c (cervical) for a disc arthroplasty at levels c4-c5 and c5-c6 on (B)(6) 2016. The surgeon implanted prodisc-c, medium deep 5 at c4-c5 and prodisc-c large deep 5 at c5-c6. X-rays were taken on (B)(6) 2016. Patient returned for follow up on (B)(6) 2017 and complained of severe stabbing, burning and pins and needles in her neck (posterior pain). The surgeon ordered x-rays on (B)(6) 2017. Surgeon indicated that the c4-c5 device remains in good position and articulates as expected. The disc space at c5-c6 is wedged open and the implant is locked into place and there is almost no movement at this level. The implant appears to be in proper alignment and does not seem to be misplaced. The patient does not have flexion or extension in the neck (cannot bend backwards or forward) at c5-c6.the spinous processes appear to have collapsed. The surgeon recommended c5-c6 medial branch blocks and a follow up visit in 6 weeks. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Patient height reported as 5 feet 7 inches. Part 09.820.055s, supplier lot h020136: release to warehouse date: february 09, 2016. Expiration date: december 31, 2019. Manufactured by: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient height reported as (B)(6) inches. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient examined on (B)(6) 2016 and surgeon documented the following: patient has had problems with neck and left arm pain since (B)(6) 2016. Symptoms began in association with unloading 50 lbs. Of salt on her job. No previous surgery of cervical spine. Patient reported weakness in left arm, numbness or tingling in left arm. Experiences muscle cramps and spasms in left arm and fasiculations in left arm. Pain described in following regions: in between shoulder blades, left shoulder and down the outside of the upper arm. Currently symptom severity is persisting. Pain score of 5/10 in neck. Pain score of 6 in left arm. Pain is improved with lying down and sitting up straight. Pain is aggravated with coughing and looking up. Symptoms of loss of sleep, grinding in the neck, frequent headaches and pain between the shoulder blades. MRI taken (unknown date) showed c3-c4 area has more narrowing to the right. At c4-c5 and c5-c6 can see a disc material in the foramen pinching off the nerve root. Other cervical disc displacement at c5-c6 level, other cervical disc displacement at c4-c5 level, other spondylosis, cervical region. Patient failed medical management and is scheduled for c4-c5, c5-c6 disc arthroplasty. Patient underwent c4-c5 and c5-c6 disc arthroplasty on (B)(6) 2016 for cervical disc herniations c4-c5 and c5-c6. Injured at work, has had persistent left arm pain and continued symptoms that limit her activities of daily living. Tried multiple other treatments and patient continues to have pain. Has some narrowing at c3-c4 and probably has more narrowing on the right and that the other ones are the most significant. Implant placed without any difficulty and bone wad was placed over keel. During procedure patient¿s estimated blood loss was 100ml. Patient examined on (B)(6) 2017 and surgeon documented the following: patient approximately 6 weeks status post c4-c5, c5-c6 disc arthroplasty. Overall arm is feeling better but continues to experience severe stabbing, burning, and pins and needles in her neck and into the shoulder blades. Neck often feels tight. Pain is limiting. Stated that tried to do vacuuming (B)(6) 2017 and had to rest for about 2 hours. Currently rates neck pain 6/10 and arm pain 3/10. Having some numbness in her face for about the last 3 weeks. 5/5 strength for bilateral upper extremities. Has tenderness in spasms in her neck posteriorly.

Manufacturer narrative:
(B)(6). (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a revision surgery on (B)(6) 2017. The pdc at c5-c6 was removed and the patient was revised to a vg2 6x8 allograft to fill the disc space along with an anterior cervical plate. The pdc was easily removed. The patient¿s treatment was changed from motion preservation to fusion. There was no surgical delay. Routine x-rays taken intra-operatively. The procedure was completed successfully and the patient condition was reported as stable.